Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable pacemaker reached elective replacement indicator (eri). Advisories for the device were questioned. Technical services (ts) noted the device did not belong to any advisories; however, they noted the device longevity appeared short compared to estimated longevity. No adverse patient effects were reported.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.